Event description:
Consumer claims her heating pad was on the floor with a comforter on top of it. She noticed a burning smell and found the heating pad had burned her carpet and comforter. No injuries were reported with this incident.

Manufacturer narrative:
This product is in the possession of consumer's attorney and has not been examined. We are attempting to schedule an inspection of the product so that we can determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing).